Manufacturer narrative:
Medical device problem code of ¿appropriate term/code not available¿ represents patient event non serious.  If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a left sided ischemic ventricular tachycardia (l-isvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large where a hemostatic valve separation issue occurred. It was reported that the sheath was ¿pouring¿ out blood from the hemostatic valve after the dilator was removed. The sheath was replaced and the issue reoccurred with the replacement sheath; however, the ¿blood was not leaking as much/fast¿. A total of 100cc of blood leaked. Patient¿s hemodynamics was not compromised due to the issue experienced. No interventions were required. No air entered the patient¿s body. The second sheath was not replaced and the procedure continued. Nothing broke away or separated from the sheath. With the information available, this event was assessed with the patient consequence of ¿bleeding¿ as 100cc of blood was lost; however, it was not assessed as a serious patient event since the patient¿s hemodynamics was not compromised and no intervention was required. Since this "bleeding" event is not life threatening and did not require interventions nor resulted in permanent damage of a body structure, then it is to be considered not serious and not MDR-reportable. This event was assessed as MDR reportable for a hemostatic valve separation product malfunction under both the sheaths used since it is most likely that the leakage of the blood/fluid occurred due to a malfunctioning/dislodged valve.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6)2021. The device evaluated was completed on (B)(6)2021. It was reported that a patient underwent a left sided ischemic ventricular tachycardia (l-isvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large where a hemostatic valve separation issue occurred. It was reported that the sheath was ¿pouring¿ out blood from the hemostatic valve after the dilator was removed. The sheath was replaced and the issue reoccurred with the replacement sheath; however, the ¿blood was not leaking as much/fast¿. A total of 100cc of blood leaked. Patient¿s hemodynamics was not compromised due to the issue experienced. No interventions were required. No air entered the patient¿s body. The second sheath was not replaced and the procedure continued. Nothing broke away or separated from the sheath. The device was visually inspected and it was found in good conditions. The valve was found in normal conditions. Then, an irrigation test was performed and it was irrigating correctly. No irrigation issues were observed. A device history record was performed for the finished device, and no internal actions related to the reported complaint condition were identified. The customer complaint cannot be confirmed. The catheter passed specification. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)